Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf catheter and the patient experienced cardiac tamponade that required pericardiocentesis. After pre-mapping of the left atrium, zeroing of the qdot micro catheter was performed within the left atrium. On the fam (fast anatomical mapping), the ablation catheter appeared to be floating within the left atrial cavity; however, zeroing was performed while electrical potentials were still present. From this point, a decrease in the patient¿s blood pressure was observed. Ablation was initiated from the left superior pulmonary vein (lspv) roof, and after five ablations were conducted toward the posterior wall, a continuous decrease in the patient¿s blood pressure was noted. An effusion was then checked using the ultrasound machine, and pericardial effusion was confirmed, leading to interruption of the procedure. Pericardiocentesis was initiated, and the ablation procedure was discontinued. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).